Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the carrier of the capio device was bent after attempting to throw it. The needle was lodged inside the catching cage, which cut the suture. The needle and suture came out with the capio device. The procedure was completed with another uphold vaginal support system without any complications to the patient, who reportedly "fine" post-procedure.